Event description:
A user facility in (B)(6) provided the following info: the user facility rec'd the device (B)(6) 2010. The tips has been reused since the (B)(6) installation. In (B)(6) 2011, new tips were used. During (B)(6) 2012, the surgeon reported three separate surgeries with pt outcomes resulting in posterior capsular rupture and vitreous prolapse. The dates of the events were not provided. The stellaris device vacuums settings were reported as "50mmhg 300mmhg." Info states the pt recovered. No add'l info was provided.

Manufacturer narrative:
The facility has not returned the product for eval. A supplemental report will be filed should the device become available for investigation. Report 3 of 3.